Manufacturer narrative:
To date, the subject product has not been made available for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine the origin of the reported white residue on the handle. If additional event information is obtained, or if the sample is returned for evaluation, this report will be updated. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in august of 2018. Device evaluated by MFR? Device not returned yet.

Event description:
It was reported that scrub nurse noticed white residue on the handle (trigger part) of the simpulse solo suction/irrigator upon opening the product. There was no patient involvement. The sample is being returned for evaluation.

Manufacturer narrative:
To date, the subject product has not been made available for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine the origin of the reported white residue on the handle. If additional event information is obtained, or if the sample is returned for evaluation, this report will be updated. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in august of 2018. Addendum per sample evaluation: a visual evaluation of the subject product was performed. A small amount of the white food grade grease used in the manufacturing process is visible on the trigger. The device was opened to observe the grease placement inside of the handle. Grease was noted to be in the proper locations and was not applied in excess. The white food grade grease is applied during multiple steps in the manufacturing process. The grease is found to have been transferred to the trigger during one of these processes. Root cause is manufacturing related.

Event description:
It was reported that scrub nurse noticed white residue on the handle (trigger part) of the simpulse solo suction/irrigator upon opening the product. There was no patient involvement. The sample is being returned for evaluation.